Manufacturer narrative:
Physician reported that as lens was delivered into the eye, the physician did not properly guide the leading haptic into the capsular bag, causing a rupture of the capsular bag. Physician performed a vitrectomy and noted the lens remains securely placed in the bag. The device history record for the lens was reviewed. No issues were noted. The lens remains implanted in the patient's eye.

Event description:
Physician reported that as lens was delivered into the eye, the physician did not properly guide the leading haptic into the capsular bag, causing a rupture of the capsular bag. Physician performed a vitrectomy and noted the lens remains securely placed in the bag.